Event description:
The customer reported to a maquet field service technician (fst) that during a surgery, a portion of the surgical light handle locking ring broke off and fell onto the sterile field. No additional patient treatment was required as a result of the fallen piece. The procedure was completed without delays. (B)(4). Reference manufacturer report number 9710055-2013-00040.